Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Investigation results: device analysis findings: the complaint device was not returned for analysis; therefore, a technical analysis could not perform device history record (DHR) review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, physical resistance was encountered at the distal end of the catheter. Visible and tangible stickiness and raised texture were noted on the distal 30 mm of the telescoping portion of the catheter. Over the wire is when friction was felt, and this occurred after the first ivus run. The device was unable to be advanced or removed over the wire, and the whole system had to be removed. The procedure was subsequently completed with another device of the same model. There were no patient complications, and the patient fully recovered.